Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he received a no delivery alarm on the insulin pump. His blood glucose was 180 mg/dl. Troubleshooting was performed. The customer was advised to disconnect and reconnect the reservoir and tubing and push insulin through with a plunger. Insulin did not exit. The customer went to get a new infusion set and his phone died. Nothing further was reported.